Manufacturer narrative:
H.6. Investigation: the customer provided fifteen samples for investigation. They came in the packaging blister. A visual inspection was performed with a 10x magnifier lens. They all are acceptable. The ones with embedded black speck are acceptable. Seven photos were provided. The show syringes with embedded black specks, the packaging top web, and another with a white streak. The samples received are acceptable; the photos provided show syringes with embedded black specks. Based on the investigation carried and the analysis of the samples, no defect was found; it is recommended that marketing visits the customer to explain the acceptance criteria and product specification as well as customer expectations. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that 5 syringes 20ml ll s/c 48 experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: black contaminants and white streaks observed on syringe. 5 x 20ml syringes rejected for use due to white streaks or black contaminants.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 syringes 20ml ll s/c 48 experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: black contaminants and white streaks observed on syringe. 5 x 20ml syringes rejected for use due to white streaks or black contaminants.